Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The bushing in the distal femoral cutting block device fell out during surgery.

Manufacturer narrative:
The device associated with this report was not returned. Follow up communication for product return was unsuccessful. The trend of complaints related to the disassociation of a number of these bushings, in correctly manufactured parts, has led to the initiation of corrective and preventative action. CAPA-(B)(4) is currently underway to investigate this issue. Post market surveillance is per sep-(B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The complaint was re-opened due to product return and evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned device confirms the reported event of bushing disassociation. The trend of complaints related to the disassociation of a number of these bushings, in correctly manufactured parts, has led to the initiation of corrective and preventative action. The root cause is attributed to product design. CAPA (B)(4) is currently underway to investigate this issue. Post market surveillance is per (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.